Manufacturer narrative:
This report is submitted on july 12, 2024.

Event description:
Per the clinic, the patient experienced a skin infection at implant site. The device was explanted (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report.